Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range left ventricular (lv) pace impedances greater than 2,000 ohms along with loss of capture. Subsequently, the patient underwent a revision procedure and the lv lead was surgically capped and abandoned and the crt-p was explanted. No adverse additional patient effects were reported.